Event description:
Routine, planned cardioversion for atrial fibrillation. Md used a phillips m3535a bi-phasic defibrillator. First therapy delivered was 150 joules which failed to convert rhythm. Second therapy of 200 joules max was delivered and did not convert rhythm. Md then requesting a medtronic biphasic lifepak 12 defibrillator which delivers maximum of 360 joules be used. First therapy of 360 joules converted atrial fibrillation to nsr. Nsr was not sustained and the pt required a second therapy of 360 joules which did convert the atrial fibrillation to atrial flutter. Md is concerned that the 200 joules max phillips bi-phasic defibrillator does not deliver the same energy as the 360 joule biphasic medtronic defibrillator. The phillips company states that their 200 joule defibrillator delivers the same amount of energy as any 360 joule defibrillator. Pt has chronic atrial fibrillation. Pt received amiodarone bolus and infusion day prior to cardioversion amiodarone dc'd day of procedure and pt started on betaspace. Pt was intubated with fi02 at .30. Hands-free pads used to cardiovert.